Event description:
The needle leaked chemo onto the pt. No pt injury, but they are concerned about the leak.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.